Event description:
It was reported the device was used during an operative laparoscopy. It was reported the retracting shield would not retract. Another trocar was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Product complaint analysis team has completed its investigation of device which was returned. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections and results: bullet tip condition, conforming; desufflation lever condition, conforming; inner gasket condition, conforming; latch condition, conforming; obturator condition, conforming; outer gasket condition, conforming; reset button condition, conforming; sleeve condition conforming; stopcock condition, conforming and trocar condition, conforming. Functional tests & results: does safety shield retract, nonconforming; flapper door functional, conforming and lockout functional, conforming. Analysis conclusion: based upon the inquiry info received, visual and functional test, it was concluded that reported "retracting shield would not retract" occurred due to intermittent arming of device. Obturator handle weld was measured and found to be skewed which can cause instrument to arm intermittently. Obturator handle is welded during assembly process.